Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported some amount of medical fluid remained in the cassette, but an alarm went off. No patient injury. No additional information is available for this complaint.